Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit marked down by customer. The unit marked defective with no specific comments.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional info : due to character restrictions in block e1 initial reporter: (B)(6). A getinge field service engineer (fse) cs300 marked defective with no specific comments. Fse tested cs300 and observed no failure. Examined fault logs and observed no lethal codes. Could not duplicate any failure. Unit passed all functional and safety tests per factory specifications and returned to customer. Patient involvement is unknown.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a